Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The reason for call was hcp reports patient (pt) said his device has been off for a long time, but 3 weeks ago he "peed on an electric fence" and got a shocked. Pt now claims that his implant is charged and shocking him. Technical services (ts) transferred caller to the national answering service to page mdt rep to come and interrogate the ins. It was then reported that a manufacturer representative (rep) met with the patient  to check the ins. The rep used a clinician programmer to interrogate the ins. The rep reported tha the ins was on and the amplitude was at 5v. The rep turned the ins off and the patient stated that they had uncomfortable stimulation in their back and it stopped down their leg. Technical services suspected that the electrocution from the electric fence turned on the magnetic switch. Technical services instructed the rep to turn the amplitude to 0v and turn off the magnetic switch control. The issue seemed to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported patient's issues were resolved.